Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for failure analysis investigations. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, a wire on the force bipolar instrument broke. In addition, the instrument became stuck on the peritoneum. The issue during dissection of the hernia sac. The surgeon had to cut peritoneum tissue away from force bipolar instrument to free it. The operating room (or) staff was unable to remove the force bipolar instrument from the cannula. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the or staff to remove the monopolar curved scissors (mcs) instrument from universal surgical manipulator (usm) 4 and use a laparoscopic handheld instrument to try to straighten the force bipolar instrument's wrist by gripping the tip. The or staff stated they successfully removed the damaged force bipolar instrument. No bleeding occurred from the peritoneum tissue. No repair of the tissue was performed. No fragment fell into the patient. The surgeon was able to complete the case robotically with the backup force bipolar instrument. No post-operative complications were reported. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the force bipolar instrument associated with this complaint. Failure analysis confirmed the reported event. The instrument was found to have a broken conductor wire between the grip tip and the grip tang of the bipolar forceps. The instrument failed the electrical continuity test, confirming a complete break in the wire.

Event description:
Refer to h11 for follow-up information.